Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore, no evaluation could be performed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the 5cc syringe on the vasoview 7 xb kept cracking and would not squirt. There were no pt effects. They completed the case without opening another kit. The product is returning.